Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Event description:
The recipient reportedly experienced a device failure. Revision surgery has been scheduled. Advanced bionics is currently in the process of gathering additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The device passed both the external visual and photographic imaging inspections. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. This device had moisture that exceeded the residual gas analysis test limit. The source of the problem was a feedthru hermeticity issue from one feedthru vendor. A corrective action has been implemented. Feedthru assemblies from this vendor are no longer used. This is the final report.